Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2017-07253. It was reported the patient had a csf leak during an scs implant surgery and the surgery was aborted. The doctor did a blood patch and post-operatively the patient woke up asymptomatic.